Manufacturer narrative:
(B)(4). The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
Patient reported effluent appeared cloudy when draining. Follow up with the patient's peritoneal dialysis nurse (pdrn) indicates that the patient was cultured for peritonitis and the culture results were negative for growth however the patient's white blood count was high. Patient was treated with antibiotic ancef 1gm for six days. Pdrn attributes the peritonitis due to a leak the patient observed during treatment. Patient continues performing peritoneal dialysis.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. Medical records have not been made available.